Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was difficulty charging, charging was taking too long, and the ins charge level was not incrementing. It was reported this occurred after the ins was placed in MRI mode a few weeks before. The patient was able to achieve 8/8 coupling, and the patient was sent a new antenna. Additional information received stated that the issue persisted and the patient needed a new recharger. It was reported there was no issue finding the ins, and the patient had an appointment with their hcp for further troubleshooting. Patient was issued a new recharger. Additional information received from the consumer reported that the charging issues of poor coupling, taking too long and not charging to full continue even after having the whole recharger replaced. The patient was directed to follow-up with the healthcare provider to check the implant. It was noted that the patient took three hours to charge a night. The caller wanted to turn the impl ant off then back on to see if that would work like when you restart a computer to see if the charging issues resolved. Troubleshooting assisted the caller in doing this and reviewed that this action would not be expected to resolve the issues. Additional information received via a manufacturer¿s representative (rep) stated that the patient continued to have difficulty keeping the ins charged and recharging the ins despite having tried 2 new antennas and a new recharger. The rep met with the patient and performed an antenna locate session, but saw significant variance between the values. The rep did not have exact values. The rep attempted to charge, and reported coupling was all over the place, and went from 2/8 to 8/8 to 4/8 to nothing. The rep stated the patient was very thin, the pocket was tight, there was no movement and the ins was not tilted. The rep stated the hcp was considering replacing the ins with a primary cell device. It was reviewed that x-rays could be done to confirm the ins orientation, and obtaining recharger statistics and performing an antenna locate session on the call could help. The rep stated this may be a user issue and not necessarily a device issue. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the issue was likely human error and the hcp was aware of this. It was reported that there are no current plans to do anything at this time and the patient has not been heard from about this issue in several weeks. There were no reported complications and no further complications were expected.